Event description:
It was reported the catheter was being placed into the patient's subclavian in the intensive care unit. When removing the wire the guide is "out of shape". As a result, the catheter was replaced. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.